Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the boot prom memory. The sram needed to be replaced, but the customer declined repair. The system operates as intended.